Event description:
The suspect meter exhibited varaitions in test results when compared with another point of care meter and the lab. The following results were reported inratio = 2.5 coaguchek= 2.1 lab = 2.1 customer performed additional testing. Further follow up required.